Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident, treated with food and drank crushed orange, start drinking orange juice and also taking sugar tablets but it did not help, ate 3 candy kisses, it still did not help, so they took off the insulin pump ate macaroni and cheese and blood glucose went up to 106 mg/dl. Customer then experiencing high blood glucose because they were not wearing insulin pump. Customer has given them self a shot of 4 units. Customer was not using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. The device will be not returned for analysis.